Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced a hypoglycemic episode, prompting medical intervention. Upon assessment, the patient's blood glucose level was found to be low at 25 mg/dl. To address this severe hypoglycemia, treatment was given in the form of chocolate and juice. Hospital stay lasted less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01221), was submitted. Upon completion of the investigation, the manufacturing date was updated as 30-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006274 in question was manufactured at the osted site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006274". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6006274 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 30-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.